Event description:
It was reported that a refill was planned but the pump still had 13mls left and they did not want to waste drug so the pump was not refilled. The dosage was adjusted per request of the patient. The patient could not give himself a bolus with their personal therapy manager that day. It was discovered an unexpected empty reservoir alarm had occurred, the reservoir volume was changed to a new value and then changed back prior to the pump update. The patient had no symptoms associated with the event. Resolution occurred, the reservoir volume was changed to the new reservoir volume, the pump was updated and then the desired reservoir volume was programmed followed by a pump update. The pump was infusing dilaudid. Additional information has been requested,but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported, the patient¿s dose had been adjusted due to increased pain. It was reported 27ml had been dispensed. It was confirmed the issue was that the volume was changed for a possible refill to 40ml then the health care provider (hcp) did not refill and only adjusted the pump and went back to 13ml and the patient had trouble with the personal therapy manager (ptm) giving boluses. The patient outcome was listed as ¿good¿ and the ptm worked after adjustment.

Manufacturer narrative:
(B)(4).